Manufacturer narrative:
During quality investigation, the complainant's complaint was confirmed; the device overheated during the failure analysis testing. Further investigation revealed corrosion damage throughout the internal parts of the device. The upper bearing was broken and may have contributed to the overheating due to limited rotational properties. The primary failure mode was due to corrosion found in the bearings and nose of the attachment.

Event description:
The stryker micro drill medium straight attachment was sent in for repair due to overheating during a procedure. According to the physician, the pt sustained a burn to the skin. The burn was treated with an ointment. The pt has not been seen or evaluated by the physician since the incident, as the pt has not returned to the physician's office for a f/u.